Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Mother reported due to a malfunction with the personal diabetes manager not reading high blood glucose (bg) levels, the patient's bg levels reached around 500 mg/dl. Symptoms reported include hyperglycemia, weakness, nausea, loss of appetite and abdominal pain. The patient was treated with intravenous fluids at initial hospital; patient was transferred to a children's hospital and was treated with intravenous fluids and insulin. The patient was released after spending 2 days (total) in the hospital. Patient was also prescribed insulin injections for at-home treatment; humalog (cf- 120, cho:I- 10g:1u) and lantus (12 units daily).